Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Evaluation observed tear at inflation funnel area of catheter. Sample was inflated with water and observed water leaking from the tear area. Tear was examined under microscope and noted to be rough. A review of the manufacturing process indicates that the process can produce of this type of defect. Based on the sample returned, it is confirmed as manufacturing related issue. A potential root cause for this failure mode could be failed to detect leakage related defect due to automated leak tester malfunction that can caused premature deflation on leakers. A review of the device labeling has been conducted for investigation purposes and was found adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, h. Initial reporter facility name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water was leaking from the foley catheter just above the valve. Sterile water leakage from the shaft section.

Event description:
It was reported that sterile water was leaking from the foley catheter just above the valve. Sterile water leakage from the shaft section.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.